Event description:
It was reported that the unit had metal particles flaking off the device. This did not occur during a surgical procedure. There was no pt involvement and no adverse consequences reported.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.